Manufacturer narrative:
Evaluation summary: it was caused due to the cable worn out. This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Serial number is unknown. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent into manufacturer. Cable failure. Sp image cutting out due to poor quality cable. Wear and tear on cable is minimal but image is dropping due to construction and low quality materials.